Event description:
The technologist was performing an automated collimator exchange and during unloading of collimator 2, the collimator dropped down from the server. The technologist stated the unlatching movement was not smooth. The operator was not harmed due to the collimator falling. There was no pt involvement as the incident took place during collimator exchange.

Manufacturer narrative:
(B)(4). The field service engineer (fse) performed a mechanical and visual inspection of the system and determined that one server pin-pawl appeared to be defective. The fse replaced the defective pin-pawl and collimator 2 to correct the issue at the site. The system is working properly. Because of the inherent nature of gamma camera design, which requires the removal and replacement of collimators, the systems design provides multiple mechanical, electrical and software fall safe mitigation to detect an improperly fixed collimator. In addition, the operator is instructed to visually inspect the collimator during the exchange before the system moves. The system provides software feedback during the collimator exchange process. The operator can refer to the instructions in the instructions for use manual, axis operator guide ((B)(4)) regarding instructions how to correctly perform collimator exchange. Following warnings are documented in the axis operator guide under axis hardware section: axis exchanging and storing collimators collimator removal procedure. "Verify that the server/storer pins are aligned with the latching holes on the collimator." "Warning: equipment hazard. Misalignment can cause damage. If the collimator does not align correctly with the detector with the detector head, stop all motion immediately and contact your field service rep. Failure to comply will result in bodily injury and/or equipment damage." ''Warning: steps must be followed sequentially. Failure to do so could result in personal injury or equipment damage." "Verify that all both collimators are unlocked from the detector heads and locked to the collimator server/storer." "Warning: system malfunction possibility. If the collimator does not separate smoothly from the detector had, stop all motion immediately and contact your field service rep. Failure to comply may result in equipment damage or personal injury." "Error message: collimator on head <1.2> suddenly became unlatched -> suddenly became unlatched -> corrective action: contact local field service." (B)(4).